Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported system error 105 alarms which were not reproduced during evaluation. A review of the event history log identified 'system error 105' messages. The cause was determined to be a failed motor that did not work as expected. The motor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported system error 110 alarms which were not reproduced during evaluation. A review of the event history log identified 'system error 110' messages. The cause was determined to be a failed motor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 105 (pic motor error) and system error 110 (pic counts per cam error) during delivery (medication, programmed amount and delivery rate unknown) at the 2 medical department. There was no known patient injury or medical intervention associated with this event. No additional information is available.